Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh removal and replacement of mesh on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003, and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted; concurrent procedure- vaginal hysterectomy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with underwent anterior repair.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at houston (B)(4) hospital.